Event description:
On (B)(6), 2012 it was discovered that the handheld and flashcard would be returned for product analysis. The handheld and flashcard were received by the manufacturer for product analysis on (B)(6), 2012. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012, when product analysis on the handheld was completed. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the power button was not functional. The cause for the anomaly is associated with some broken solder connections on a flex cable that connects the power button to the main pcb. Once the connections were restored, no further anomalies were identified. Product analysis on the flashcard was also completed on (B)(6) 2012. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2012, a vns treating physician reported that his handheld will not stay on for more than a few minutes. The handheld battery was reported to be 'overcharged'. It was later clarified that the 'overcharged' comment meant that the handheld has been used for years and now the battery is dead. Attempts for the return of the handheld for product analysis have been made but have been unsuccessful.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.